Manufacturer narrative:
Routine system checks performed on (B)(4) 2010 and (B)(4) 2010 passed within instrument specifications. A field service engineer (fse) was dispatched: the fse verified the sample probe level sense; no issues were noted. The fse cleaned the sample probe and performed qc with good results. The fse did not note any hardware issues that would have contributed to this event. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained a carcinoembryonic antigen (cea) result above the normal reference interval for one patient which upon repeat testing produced a higher result still above the normal reference interval. The customer also obtained a false positive bhcg result for a second patient which upon repeat produced a result in the normal reference range. The results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.